Event description:
It was reported that during an unknown procedure, the clips jammed. The procedure was completed with another like device. There was no adverse patient consequence. No further information is available.

Manufacturer narrative:
Misassembled hoop spring. Evaluation summary: instruments a and b were returned in good physical condition. The instruments were cycled and would not feed the clips as intended. The anti-backup was noted to be non-functional. Upon disassembly of the instruments, the hoop spring was noted to be misassembled. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.